Event description:
The patient was revised to address a painful knee. The medical records indicate that a bone scan prior to revision was positive for loosening of the knee. However, the revision op notes indicate that both the femoral and tibial components had to be removed with osteotomes and saws. The post operative office visits also indicate loosening in the knee. At this time it is unknown as to what components were loose. The cement manufacturer at the time of the primary implant is unknown. If additional information is received the complaint will be updated accordingly.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Medical records were provided and were reviewed and no product contribution could be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.